Event description:
It was reported that backup mode with no high voltage defibrillation therapy was observed on the device following a magnetic resonance imaging (MRI) scan. The event was due to not programming the device to MRI mode prior to MRI exposure. Abbott technical support was contacted, and the device was restored and reprogrammed to resolve the event. The patient was in stable condition.